Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report: 3006705815-2017-00113. It was reported following the patient's scs trial procedure there was considerable amount of fluid at the lead(s) site, it appeared a dura-tear had occurred. Follow up identified the day after the procedure the patient experienced a headache, however, no intervention was taken.